Event description:
The account's engineer stated, the head hi/low was drifting down slowly. Bed was out of service.

Manufacturer narrative:
The account replaced the head hi/low down valve to repair the bed.